Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a review of the device manufacturing records (DHR) was performed as part of this investigation. The product code 151650405, work order (B)(4) was manufactured on 12-dec-2020. (B)(4) parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. There were no non-conformances associated with this lot. Product code 151650405, work order (B)(4) of quantity (B)(4) was sterilized on 20-dec-2020. Per the sterilization certificate 91532, the sterilization cycle met the validated parameters. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tka surgery. After the surgery, infection occurred. In the revision surgery on (B)(6) 2021, the insert in question was replaced with a new one, and debridement was performed. Doi: (B)(6) 2021, dor: (B)(6) 2021. Unknown side.